Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 200 units of insulin, and after the delivery of 10 units, the insulin gauge displayed 60 units. Then, a few hours later, after the delivery of 10 units, the insulin gauge increased to 120 units and displayed that the cartridge was out of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, at the time of the reported event, the pump was functioning as intended. Although requested by tandem technical support, the customer declined to provide additional information.